Event description:
It was reported that a display issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data.the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).